Event description:
It was reported via repair work order that the transfer is not locking into the transport position every time the trolley and transfer are pushed back into the ambulance due to the anchor bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.